Manufacturer narrative:
In b3 - date of event date was unknown, hence captured as first day of event month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that leakage was observed from a portion of the connection connector during filling of the drug solution. This occurred in mid-may 2026 during priming at the facility. No patient involvement, harm or adverse event was reported.